Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1140 (sn:(B)(6)). The returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics. The reported event of a non-functional ipg was confirmed. The device battery level reached the end of service life and suspended normal operation. The ipg was in service for about 43 months with an energy use index (eui) range 47.3 - 100 in line with the expected range per the direction for use. Laboratory analysis of the device did not reveal any anomalies. Therefore, the probable cause selected is no problem detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.